Manufacturer narrative:
This report is being supplemented to provide additional information from customer and additional information based on the legal manufacturer's final investigation. The subject device underwent visual and functional inspection and the reported allegation was confirmed. Additionally, lens scratches were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¦endoscope image unexpectedly disappears or cannot be unfrozen (warning) ¿do not strike or drop the device. Water leakage may cause damage to the electrical circuits inside the device. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus further received information that the issue occurred during preparation for use for therapeutic transurethral resection procedure. The procedure was completed using a similar device.

Event description:
It was reported the video connector was "missing" (chipped). There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.